Manufacturer narrative:
(B)(4). The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (feb 17, 2016) the device was manufactured.the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the date returned to manufacturer was inadvertently missed on the previous report. It has been updated as oct 24, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number is unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The device manufacture date is unavailable (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the tip of the short attachment device came apart. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. It was reported that no piece of the broken product remained in the patient. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.